Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had failed to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) as performed from the date of manufacture, 11-jul-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 3.5 failed to open. A field service engineer (fse) found the engine was damaged. The station was powered down, and the faulty engine was replaced. Upon further testing of additional drawers, the fse determined that at least seven more engines would be required due to widespread failures. To address the issue, the fse replaced mini drawers 3 and 4, both of which had multiple failed engines. The board in use was identified as a medcart. Diagnostic tests were conducted, and results were recorded in the feed. The customer also performed verification to confirm successful restoration of functionality. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had failed to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.